Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. Hypotension may occur during this type of procedure and as listed in the product instructions for use, hypotension is a known potential adverse event associated with the use of the product. Hypotension may occur during carotid interventional procedures and it is an anticipated response of the human body to stimulus of the carotid bulb.

Event description:
It was reported that after the stenting procedure with the xact stent in the right internal carotid artery, the patient experienced hypotension with a blood pressure of 90/43 mmhg, requiring norepinephrine infusion for one day. Prior to the patients discharge home the following day, the patients blood pressure was 81/34 mmhg and was given an intravenous fluid bolus of 500 ml normal saline. The patient was discharged home on no medication for hypotension. The event resolved four days later. There was no additional information provided.